Event description:
A ventilator was returned to the manufacturer due to a failure of the active exhalation control module to close. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. The device's overhead blower filter was found to be clogged and was replaced to address the issue.